Manufacturer narrative:
With all the available information, boston scientific concludes that the reported burning sensation at the ipg pocket site is a known inherent risk associated with the use of spinal cord stimulation (scs) systems, as documented in the instructions for use (IFU). The returned ipg was analyzed and passed all tests performed. The device completed a full four-hour charging cycle and passed all functional testing. Electrical testing with stimulation active demonstrated no current leakage, and all measurements were within expected ranges. Following destructive analysis, including microscopic inspection and additional electrical testing, no device malfunction or abnormality was identified. A review of the device history record (DHR) for the device was performed. The review identified no process-related nonconformances, scrap, or rework that could have contributed to the reported event. All records confirmed that the device met specifications prior to release. There is no indication that the manufacturing process contributed to the complaint. A labeling review was performed and did not reveal any anomalies. The labeling states that persistent pain at the ipg or lead site is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. It also notes that system failure may occur at any time due to random component or battery issues, which can result in ineffective pain control. In addition, the labeling identifies that undesirable stimulation may develop over time due to tissue changes, changes in electrode position, loose electrical connections, or lead failure. A review of the wavewriter alpha 16 ipg kit hazard analysis was completed and confirmed that the event of burning sensation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Technicians confirmed through technical analysis that the device passed all tests performed and exhibited normal characteristics. However, based on the reported observations and a review of the product labeling, it has been determined that burning sensation at the ipg site is a known inherent risk associated with use of the device, as documented in the instructions for use (IFU).

Event description:
It was reported that the patient experienced a burning sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site when stimulation was activated. The sensation gradually subsided when the stimulation was turned off. The patient was administered local anesthetic injections; however, the issue remained. The patient is being monitored. Additional information was received that the ipg was replaced. There have been no symptoms concerning burning sensation postoperatively. Fu2_ pending device analysis.

Event description:
It was reported that the patient experienced a burning sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site when stimulation was activated. The sensation gradually subsided when the stimulation was turned off. The patient was administered local anesthetic injections; however, the issue remained. The patient is being monitored.

Event description:
It was reported that the patient experienced a burning sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site when stimulation was activated. The sensation gradually subsided when the stimulation was turned off. The patient was administered local anesthetic injections; however, the issue remained. The patient is being monitored. Additional information was received that the ipg was replaced. There have been no symptoms concerning burning sensation postoperatively.

Event description:
It was reported that the patient experienced a burning sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site when stimulation was activated. The sensation gradually subsided when the stimulation was turned off. The patient was administered local anesthetic injections; however, the issue remained. The patient is being monitored. Additional information was received that the ipg was replaced. There have been no symptoms concerning burning sensation postoperatively. Fu2_ pending device analysis.